Manufacturer narrative:
Submit date: 03/30/2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a phlebectomy instrument. The customer reports that the entire hooked area broke off in the pt. Customer repots that the physician made a little larger incision to find the detached component. Physician removed to piece with hemostats. No ill effects to the pt.